Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. The cuff was removed and replaced transcorporal. There were no additional patient complications.